Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a broken tip clamp in the problem area. The tip clamp and lld contact spring were replaced. All the tip clamp assemblies were cleaned. The instrument was tested without further problem and returned to service.